Event description:
A user facility reported that during a thermage cpt treatment, the tip sparked at 1174 reps. The tip head and sides were damaged. The doctor stopped the treatment, and the patient had a needle-like erythema (red papule) on his left cheek. Erythromycin ointment was applied to the spot and iced. The patient recovered and there is no damage to the patient. The medical reviewer has deemed this case not serious as the information does not suggest a serious injury occurred. The highest energy level used was between 3.0-5.0. System errors were present during the procedure for force errors, tip too cold, and thermistor disconnected. It is reported that enough solta medical croygen and coupling fluid were used during this treatment. The treatment tip surface was inspected prior to use and appeared acceptable without issues noted. The treatment tip surface was inspected during the treatment at every 100 reps. This was the first time the treatment tip was used.

Manufacturer narrative:
The data logs were reviewed and the system and handpiece performed as expected. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The thermage cpt tip was returned and evaluated. The tip is a valid tip verified against the solta database. The tip passed the flow test, the leak tests and thermistor test. The tip failed visual inspection for burnt trace on tip surface as dielectric breakdown was observed. Functional testing was not able to be performed due to the burnt trace on the tip surface. During the evaluation of the tip, service confirmed damage to the tip membrane along the radiofrequency trace. Damage to the radiofrequency trace during the treatment can result in reports of sparking during treatment. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient risks. According to thermage cpt system technical user¿s manual, redness is a known possible patient reaction to thermage treatment. Erythema/blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. A review of manufacturing records showed all requirements were met. A review of the manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage on the tip membrane. There is an existing CAPA related to sparking from the thermage cpt tip during treatment.